Manufacturer narrative:
The reported event of high lead impedances was confirmed. The lead was received complete. Microscopic inspection revealed that the lead was kinked with all wires broken at 2.5cm distal to the terminal end. All channels measured open due to the broken wires. The damaged lead is consistent with an overstress condition that occurred during the procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported during a drg trial, there was high impedances, and one lead was stuck. As a result, the lead was removed and replaced. The procedure was completed with a new trial lead.